Event description:
It was reported that the patient developed an infection at the implant site in (B)(6) 2011. The internal device was partially extruded. An attempt to rebuild the skin flap was unsuccessful. The patient's device was explanted. The patient was also implanted on the contralateral ear. The patient is being monitored.